Event description:
Device 2 of 2. Ref MFR report #1627487-2014-05097. It was reported the pt was referred to an infectious disease specialist for further eval due to drainage at the ipg and/or lead site.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.